Event description:
In additional follow-up with the ECMO program manager from the user facility, it was reported that the hemolyzed labs were completely unrelated to the use of any xenios products. The referenced lab results were from pre-treatment draws. The lab results reveal there was a physiological issue with the patient which may have caused clotting in the pump head.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
Plant investigation: no deviations were identified during review of the manufacturing records. Although the production records review was completed, the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
In additional follow-up with the ECMO program manager from the user facility, it was reported that the hemolyzed labs were completely unrelated to the use of any xenios products. The referenced lab results were from pre-treatment draws. The lab results reveal there was a physiological issue with the patient which may have caused clotting in the pump head.

Event description:
In additional follow-up with the ECMO program manager from the user facility, it was reported that the hemolyzed labs were completely unrelated to the use of any xenios products. The referenced lab results were from pre-treatment draws. The lab results reveal there was a physiological issue with the patient which may have caused clotting in the pump head.

Manufacturer narrative:
Plant investigation: a product sample was returned for physical evaluation. One blood pump component sample was received. The blood pump was returned attached to tubing, and a quadrox-ID was returned with the tubing set attached. The xlung kit was not returned. As reported by the user facility, the xenios xlung kit was modified by the user from the original manufactured state; referred to as "quadrox¿. The returned component exhibited signs of use including blood exposure and dried blood within the interior blood pathway. However, no defect, damage, or irregularity was observed on any part of the returned sample. There was no visual indication of damage or a malfunction on the blood pump. The production review was reviewed by xenios. No deviations were identified during review of the manufacturing records. Upon completion of the evaluation, no problem was detected and a cause for the reported failure could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the pump head from an xlung kit was making a rattling noise while a patient was on extracorporeal membrane oxygenation (ECMO) support. Concurrently, the following alarm messages were displayed on the novalung console: #103, #225, and #00a. This occurred 21 days after the patient first went on ECMO support. It is unknown how long this xlung kit was in use for, but the recommended usage is for 9 days. The ECMO specialist called for assistance after hearing the rattling noise. The target blood flow rate was 3.7 l at the time, and the pump speed was 6500 rpms. The temperature of the motor felt normal. The lines were visually inspected, but there were no changes noted from prior assessments. The ECMO specialist did not see any clots in the pump head. The specialist slightly decreased the rpms, but this did not eliminate the rattling sound. The patient¿s vitals remained unchanged at this time. It was discussed amongst the team if the back-up motor should be changed to rule out the pump drive motor as the cause. The arterial side of the patient¿s circuit was clamped, and the pump head cable from the back of the console to the ¿brain¿ was changed. However, they could not resume forward flow on the back up motor. The rpms would increase, but there was no flow (while operating with the console). The motor was giving an error stating "keys locked - console¿. At this time, the patient's (sao2) saturation readings were in the upper 50s to low 60s and they were severely bradycardic and ¿needed paced¿ [sic]. They clamped out again and went back to the original pump drive and experienced the same error. Another ECMO specialist showed up to provide further assistance. They tried taking the pump head out of the motor and putting it back in. After doing this, they got flow and the patient's vitals stabilized. The patient recovered from the event and the team decided to change the entire system to a new novalung xl kit with quadrox (same set up). After the kit was changed, the patient was able to complete treatment. It was reported that the second console and pump used on the patient started with a delta p of 16 and within a half hour the delta p was in the mid 40s. There were no changes to the rpms or flow. The inlet pressure was unchanged; however, the outlet pressure was decreased, so they changed the p3 sensor cable. The delta remained in the mid 40s with the new sensor cable. Following the events, the patient's lab work came back hemolyzed for multiple draws. A thrombus was noted in the pump head, which was said to be the cause of the events. Reportedly, ¿no untoward effects were noted to the patient.¿ upon follow-up with a clinical support specialist (css) familiar with the events, it was confirmed that there were no patient adverse effects, and no medical intervention was needed. The anticoagulant used could not be confirmed. Reportedly, the technical failure alarms were incorrectly interpreted by the specialists as a pump drive failure. However, the instructions for use (IFU) alarm guide indicates a pump head thrombus to be the cause. Additional education has been planned for troubleshooting with the ECMO specialist team at the reporting facility. The css indicated that the facility needs to review some of the steps that aren't practiced on a regular basis. The css stated they could use a more in-depth review of the alarm messages and how to troubleshoot them. There was nothing wrong with the novalung console as confirmed by a field service technician (fst) who went onsite to evaluate the device. The fst went through the procedure with the ECMO support nurse five times and could not duplicate the problem. The fst also performed the service protocol, and all checks were confirmed to be within manufacturers specification. The xlung kit was available to be returned for evaluation, and the log files from the event were provided for review.